Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: " draw volume is not drawing blood properly. Many of the tiger tops are duds and not drawing blood. Either the vacutainer needle isn't long enough or the rubber top is too deep."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown . Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.